Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional evaluation findings were as follows: the scope was leak tested and found the bending section cover glue was blown, and the video connector has a cracked m-case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the visera cysto-nephro videoscope has insufficient reprocessing due to the scope being processed without cap and the bending rubber was peeled back. The reported issue was found during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled rubber could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism (see figure 6.2).¿ olympus will continue to monitor field performance for this device.